Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge and boot was performed and failed due to the receiver not booting up. The receiver log was not downloaded for review due receiver not booting up. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage. Pictures were taken. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.